Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during the use of a homechoice automated pd set with cassette. This was described as ¿this morning the cycler leaked¿. The home patient (hp) was unsure if the bag was connected properly or where the solution came out; ¿but now the display looks fogy and didn't want to turn on¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The hp was not connected at the time of the event. Renal technical services provided troubleshooting steps and discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.